Event description:
User reported conflicting results on same test. Received one positive and one negative. No information regarding additional testing. Asymptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.